Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, two (2) matrixmandible reconstruction plate broke during pre-bending before the surgery. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.503.739s, lot l917552: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: june 07, 2018. Expiry date: june 01, 2028. Non-sterile part 04.503.739, lot h611264: part manufacture date: april 24, 2018. Manufacturing location: elmira. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the plate is broken apart at the crossover between hole 4 and 5, and 10 & 11 counted from the end of the longer side. The plate was bent out of plane to an angle of about 20° degrees before it broke. The rest of the plate is bend in different directions and there are all over clearly visible deep nicks from a bending tool. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed as part of this investigation. No design issues contributing to relevant complaint condition were identified. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.